Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label.

Event description:
Edwards received notification of a pascal in tricuspid position where on post-operative day 317, during an attempted triclip procedure, the patient was found with a single leaflet detachment of a pascal clip with partial flail/leaflet tear. The tr grade prior to the index pascal procedure was severe and after the pascal procedure was moderate, but the tr grade after the slda happened was unknown. The attempted triclip procedure (reintervention) was aborted due to the slda that was found with the pascal.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed with empirical evidence based on information from the pascal index procedure core lab shared by the clinical specialist. The slda was found with partial flail/leaflet tear. A root cause could not be determined from the information provided. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored, and complaints trending and control limits are managed and assessed.